Manufacturer narrative:
This MDR is being filed late due to lack of compliance with the complaint management policy. Responsible employee has been made aware and retrained on the requirements of complaint management.  Based on the supplier¿s results of investigation, the device history record review did not indicate any exception that could lead to the reported incident.  The rollator was returned for investigation. The unit¿s two front frame tubing¿s were bent at the (manufactured) bent position. The parts of wheels, seat place, loop brake, backrest and rear frame are in good functional shape and have no breaks. The two bent frame tubing¿s thickness and hardness meet specification requirements.  The supplier (aikin) checked on the zchmt25bg device material record documents and there were no material, design or production procedure changes. As per mentioned in the instructions for use warning, this unit is not intended to be used as a wheelchair. Rollators are not designed to assist users from a sitting to a standing position. Rollators are not suggested for people with severely limited ambulation for whom a rigid walker may be recommended.  From the initial investigation, the root cause could not be determined.  We will continue to monitor for trends.

Event description:
According to the patient, she was walking to the parking lot in her apartment complex and got tired, so she sat down. The rollator buckled and she flipped over, and landed on her left side and hit her head on the pavement.  She claims she went to her physician and was told the accident caused her to have a mild stroke.  She claims she is still in a lot of pain and wants compensation for it.  This patient is a (B)(6) year old female and weighs (B)(6).